Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure (batch no: log77636) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnant (single line iup with ultrasound age by crown ¿rump length of 10 weeks 2 days .fetal heart rate 173), appendectomy in 2002, ovarian cystectomy (right) in 2003 and multiparous. Previously administered products included for to help with cycle: nuva ring from december 2012 to december 2013. Past adverse reactions to the above products included pregnancy with nuva ring. In october 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain/ abdominal area"), abdominal pain lower ("cramping"), headache ("headaches"), dental caries ("tooth decay"), the first episode of alopecia ("hair loss"), dyspareunia ("painful intercourse"), the first episode of migraine ("migraines"), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("metal allergy"), drug hypersensitivity ("steroids allergy"), cystitis ("bladder infection"), urinary tract infection ("urinary infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes"), tooth disorder ("dental problems"), the second episode of migraine ("migraines / headaches"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), eye disorder ("eye problems"), the second episode of alopecia ("hair loss") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (in mar-2017, supracervical hysterectomy (uterus only). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, headache, dental caries, dyspareunia, infection, vaginal haemorrhage, menorrhagia, allergy to metals, drug hypersensitivity, cystitis, urinary tract infection, female sexual dysfunction, rash, tooth disorder, the last episode of migraine, fatigue, vaginal discharge and weight increased outcome was unknown and the eye disorder, the last episode of alopecia and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, cystitis, dental caries, drug hypersensitivity, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia, the first episode of migraine, the second episode of alopecia and the second episode of migraine to be related to essure. The reporter commented: per pfs: operative technique: there was 1.5 coils visualized. Identical procedure was performed on the left fallopian tube and essure micro-insert was inserted and also 1.5 coils were visualized after releasing the essure device. Feb2017: total bilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2017: results: total bilateral occlusion in feb2017. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: headache, allergy to metals, back pain, migraines, vaginal hemorrhage, abdominal pain." Most recent follow-up information incorporated above includes: on 27-dec-2018: reporter information was added. This case is medically confirmed. Her historical conditions were added. Lab data was updated. Essure removal date was updated. Essure lot number was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure (batch no. Log77636- invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnant (single line iup with ultrasound age by crown ¿rump length of 10 weeks 2 days .fetal heart rate 173), appendectomy in 2002, ovarian cystectomy (right) in 2003 and multiparous. Previously administered products included for to help with cycle: nuva ring from (B)(6) 2012 to (B)(6) 2013. Past adverse reactions to the above products included pregnancy with nuva ring. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain/ abdominal area"), abdominal pain lower ("cramping"), headache ("headaches"), dental caries ("tooth decay"), the first episode of alopecia ("hair loss"), dyspareunia ("painful intercourse"), the first episode of migraine ("migraines"), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("metal allergy"), drug hypersensitivity ("steroids allergy"), cystitis ("bladder infection"), urinary tract infection ("urinary infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes"), tooth disorder ("dental problems"), the second episode of migraine ("migraines / headaches"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), eye disorder ("eye problems"), the second episode of alopecia ("hair loss") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (in (B)(6) 2017, supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, headache, dental caries, dyspareunia, infection, vaginal haemorrhage, menorrhagia, allergy to metals, drug hypersensitivity, cystitis, urinary tract infection, female sexual dysfunction, rash, tooth disorder, the last episode of migraine, fatigue, vaginal discharge and weight increased outcome was unknown and the eye disorder, the last episode of alopecia and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, cystitis, dental caries, drug hypersensitivity, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia, the first episode of migraine, the second episode of alopecia and the second episode of migraine to be related to essure. The reporter commented: per pfs: operative technique: there was 1.5 coils visualized. Identical procedure was performed on the left fallopian tube and essure micro-insert was inserted and also 1.5 coils were visualized after releasing the essure device. (B)(6) 2017: total bilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: results: total bilateral occlusion in (B)(6) 2017. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: headache, allergy to metals, back pain, migraines, vaginal hemorrhage, abdominal pain." Lot number log77636 reported is invalid most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is invalid). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in an adult female patient who had essure (batch no. Log77636-not valid,c76447) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy (right) in 2003, appendectomy in 2002, pregnant (single line iup with ultrasound age by crown ¿rump length of 10 weeks 2 days .fetal heart rate 173) and multiparous. Previously administered products included for to help with cycle: nuva ring from (B)(6) 2012 to (B)(6) 2013. Past adverse reactions to the above products included pregnancy with nuva ring. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), abdominal pain ("severe abdominal pain/ abdominal area"), abdominal pain lower ("cramping"), headache ("headaches"), dental caries ("tooth decay"), the first episode of alopecia ("hair loss"), dyspareunia ("painful intercourse"), migraine ("migraines"), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("metal allergy"), drug hypersensitivity ("steroids allergy"), cystitis ("bladder infection"), urinary tract infection ("urinary infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes"), tooth disorder ("dental problems"), migraine headache ("migraines / headaches"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), eye disorder ("eye problems"), the second episode of alopecia ("hair loss") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (in (B)(6) 2017, supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, headache, dental caries, dyspareunia, migraine, infection, vaginal haemorrhage, menorrhagia, allergy to metals, drug hypersensitivity, cystitis, urinary tract infection, female sexual dysfunction, rash, tooth disorder, migraine headache, fatigue, vaginal discharge and weight increased outcome was unknown and the eye disorder, the last episode of alopecia and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, cystitis, dental caries, drug hypersensitivity, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, migraine, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia, migraine headache and the second episode of alopecia to be related to essure. The reporter commented: per pfs: operative technique: there was 1.5 coils visualized. Identical procedure was performed on the left fallopian tube and essure micro-insert was inserted and also 1.5 coils were visualized after releasing the essure device. (B)(6) 2017: total bilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: results: total bilateral occlusion in (B)(6) 2017. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: headache, allergy to metals, back pain, migraines, vaginal hemorrhage, abdominal pain." Lot number log77636 reported is not valid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-may-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for to help with cycle: nuva ring from (B)(6) 2012 to (B)(6) 2013. Past adverse reactions to the above products included pregnancy with nuva ring. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain/ abdominal area"), abdominal pain lower ("cramping"), headache ("headaches"), dental caries ("tooth decay"), the first episode of alopecia ("hair loss"), dyspareunia ("painful intercourse"), the first episode of migraine ("migraines"), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("metal allergy"), drug hypersensitivity ("steroids allergy"), cystitis ("bladder infection"), urinary tract infection ("urinary infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes"), tooth disorder ("dental problems"), the second episode of migraine ("migraines / headaches"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), eye disorder ("eye problems"), weight increased ("weight gain"), the second episode of alopecia ("hair loss") and back pain ("back pain"). The patient was treated with surgery (in (B)(6) 2017, supracervical hysterectomy (uterus only)). Essure was removed in march 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, headache, dental caries, dyspareunia, infection, vaginal haemorrhage, menorrhagia, allergy to metals, drug hypersensitivity, cystitis, urinary tract infection, female sexual dysfunction, rash, tooth disorder, the last episode of migraine, fatigue, vaginal discharge and weight increased outcome was unknown and the eye disorder, the last episode of alopecia and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, cystitis, dental caries, drug hypersensitivity, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia, the first episode of migraine, the second episode of alopecia and the second episode of migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2017: total bilateral occlusion in (B)(6) 2017. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), metal allergy, steroids allergy, bladder infection, urinary infection, apareunia (inability to have sexual intercourse), rashes, dental problems, migraines / headaches, fatigue, pain, vaginal discharge, eye problems, weight gain, hair loss and back pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in an adult female patient who had essure (batch no. Log77636-not valid, c76447) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy (right) in 2003, appendectomy in 2002, pregnant (single line iup with ultrasound age by crown ¿rump length of 10 weeks 2 days .fetal heart rate 173) and multiparous. Previously administered products included for to help with cycle: nuva ring from (B)(6) 2012 to (B)(6) 2013. Past adverse reactions to the above products included pregnancy with nuva ring. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), abdominal pain ("severe abdominal pain/ abdominal area"), abdominal pain lower ("cramping"), headache ("headaches"), dental caries ("tooth decay"), the first episode of alopecia ("hair loss"), dyspareunia ("painful intercourse"), migraine ("migraines"), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("metal allergy"), drug hypersensitivity ("steroids allergy"), cystitis ("bladder infection"), urinary tract infection ("urinary infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes"), tooth disorder ("dental problems"), migraine headache ("migraines / headaches"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), eye disorder ("eye problems"), the second episode of alopecia ("hair loss") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (in (B)(6) 2017, supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, headache, dental caries, dyspareunia, migraine, infection, vaginal haemorrhage, menorrhagia, allergy to metals, drug hypersensitivity, cystitis, urinary tract infection, female sexual dysfunction, rash, tooth disorder, migraine headache, fatigue, vaginal discharge and weight increased outcome was unknown and the eye disorder, the last episode of alopecia and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, cystitis, dental caries, drug hypersensitivity, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, migraine, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia, migraine headache and the second episode of alopecia to be related to essure. The reporter commented: per pfs: operative technique: there was 1.5 coils visualized. Identical procedure was performed on the left fallopian tube and essure micro-insert was inserted and also 1.5 coils were visualized after releasing the essure device. (B)(6) 2017: total bilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: results: total bilateral occlusion in (B)(6) 2017. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: headache, allergy to metals, back pain, migraines, vaginal hemorrhage, abdominal pain." Lot number log77636 reported is not valid most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), headache ("headaches"), dental caries ("tooth decay"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), migraine ("migraines") and infection ("infections"). The patient was treated with surgery (plaintiff underwent surgery to remove the essure.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, headache, dental caries, alopecia, dyspareunia, migraine and infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dental caries, dyspareunia, genital haemorrhage, headache, infection, migraine and pelvic pain to be related to essure. The reporter commented: need for additional surgery. Most recent follow-up information incorporated above includes: on 16-nov-2017: follow up received via a summons form: new events "infections and migraines" was added. Product stop date and action taken with drug was also added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.